Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A photo of the suspect medical device was provided. An evaluation using the image was completed. Photo evaluation: upon visual evaluation of the image provided in the complaint, a stripe was observed on the shell of the implant. However, it was not possible to determine if the stripe was a fold or if it was excess material based only on the photos provided. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 425cc mentor memorygel breast implant prosthesis was observed to have a small strip of glue on the shell during a breast surgery. The implant was not used and no further information was provided. No adverse events or patient consequences were reported. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 25, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection and leak testing of the device and material evaluation. Visual analysis of the returned device determined that an area of excess material was noted on posterior view. Excess material measuring 0.2 cm x 5.1 cm. In addition, the device was received without its sealed thermoform. The excess material could be the appearance of a small strip of glue on the back of the implant pointed out by the customer. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. While this complaint was initiated for a small strip of glue on the back of the implant, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process. The excess material found is siloxane-base material, better known as silicone as the device material of construction is silicone. Excess silicone is a normal variation that can occur in the manufacturing process. Based on the available information, no safety concerns are anticipated for the presence of excess material on the specified silicone gel breast implant products. At various stages of the assembly and manufacturing process, there are inspection steps to evaluate manufacturing or other types of defects. These types of inspections are human-based and, therefore, they have an opportunity for an item or error not to be detected. This complaint is confirmed as manufacturing-related, and awareness training will be provided to be aware of this product complaint and reinforce the current process controls. Manufacturer¿s reference number: (B)(4).